Event description:
The user complained of false low glucose results from the cobas b221 analyzer when compared to another cobas b221 blood gas analyzer. One example was provided. The sample had an initial result of 37 mg per dl with lot number 21593403 and a result of 67 mg per dl with lot number 21592204. No info was provided to determine if any erroneous results were reported or if any pts were adversely affected. If add'l info is received, appropriate notification will be provided.